Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink duo-vent continu-flo solution sets over infused. It was further reported that the patient's antibody therapy rate increased 100 ml every half hour and had completely infused 500 ml by 1 1/2 hours when the infusion should have taken 2 hours. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.